Manufacturer narrative:
(B)(4).

Event description:
Boston scientific corporation became aware of adverse patient events through the article "efficacy and complications of urinary drainage procedures in idiopathic retroperitoneal fibrosis complicated by extrinsic ureteral obstruction." Written by s. Mertens,et al. According to the literature, the aim of the study was to determine the efficacy and complications of urinary drainage procedures in patients with idiopathic retroperitoneal fibrosis complicated by ureteral obstruction, as it is recommended therapeutic option to be used together with intraureteral stent placement for this medical problem. As the implementation of the use of urinary drainage increasing, there is a need for safety and efficacy data from current clinical practice. The study took place between january 2002 and april 2010 and included 30 male patients involving 44 obstructed urinary cases, who were introduced to boston scientific flexima ureteral catheter and non-bsc stents. It is unknown if the adverse events were related to the use of the boston scientific flexima ureteral catheter; however, one patient with urosepsis developed multiple organ failure and died after a prolonged stay in the intensive care unit. The incidence and accumulated incidence of urosepsis was 0.015 episodes/ 100 person-days and 6.6%, respectively. The article did not provide any further information regarding these patients. If any additional information is received, a supplemental report will be filed.